Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information received from the consumer reported at the current time they were still trying to determine if the lead of the implantable neurostimulator (ins) was ¿jarred free or may have moved," but at this time everything seemed to be working properly.

Manufacturer narrative:
The main component of the system and other applicable components are: product ID: 97740, serial# (B)(4), product type: programmer, patient.

Event description:
A consumer implanted for spinal pain reported they fell between four and fourteen days ago. When the consumer fell the implantable n eurostimulator (ins) turned on and the intensity was way higher resulting in them being shocked daily. It was noted the consumer was unable to use their patient programmer (pp) to turn stimulation down because it was stolen. The consumer had an appointment scheduled with the manufacturer's representative (rep) on (B)(6) 2016, but was unable to make that appointment. On (B)(6) 2016 the consumer went to the emergency room and thought they were trying to reach a rep. Regarding the shocking issue, but wasn't sure.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.